Event description:
On sept 30, 2009, it was reported via e-mail from (hologic's dealer) stating that a letter had been received from one of their customers. The letter reported that while two technologist at the facility were positioning an elderly pt in a wheelchair near the selenia system, the pt grabbed the compression paddle and pulled it [paddle] off the selenia system. The pt then dropped the paddle on the technologist's foot causing a contusion. The pt was not injured.

Manufacturer narrative:
There was no damage to the mammography system or compression paddle. Both were checked by the user, and found to be working properly, so no service was required. Oct 7, 2009 - I spoke with the technologist that was reported to have been injured. She stated that she was unable to work for 3 days after the incident, but is now back to work and doing well. I asked her if the paddle was loose prior to the incident. She answered "no, I had just finished a procedure, if the paddle was not properly connected to the system, I would not have been able to take an exposure". The pt was not injured. Hologic has concluded that this incident was an accident, caused by the pt pulling the compression paddle from the selenia system, and dropping it on the technologist's foot.